Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was performing a procedure on (B)(6) 2012 that involved a plate and screw construct. As the surgeon inserted a locking screw into the ulnar side proximal row, the screw penetrated through the plate and into the articular surface of the joint. It is reported that the surgeon left the screw in place. The patient's fracture is stable and healing. This is 2 of 2 reports for this event.